Event description:
It was reported that the patient¿s device was not on and the patient had never had a way to turn it on as he had never had a programmer to use for the device. The patient however had a ¿slight recollection¿ of having one, but hadn¿t seen it in a long time. The patient could also not remember when the device was implanted or what reason it was implanted for. It was also noted that the device had ¿slipped down¿ and was uncomfortable and painful to the touch. Impedance testing as well as reprogramming was done. It was unclear what the results of the diagnostic tests were. Upon discussions with the patient¿s healthcare provider, it was decided that the patient could no longer operate the device safely. The reporter indicated that it was suspected the patient had dementia. The programs were subsequently deleted and the patient was to be scheduled for a full explant on an as yet unspecified date. Approximately two weeks later, it was reported that the system explant was scheduled for (B)(6) 2013. The implantable neurostimulator (ins) and lead were successfully removed on the scheduled date.

Manufacturer narrative:
Concomitant products: product ID 37742, serial# (B)(4), product type programmer, patient; product ID 3 777-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Analysis of the ins found that the stimulator was functionally okay with insignificant anomalies. Analysis of the lead found no significant anomaly.